Event description:
It was reported the patient's lead was migrating closer to the surface of the skin. There was no known incident related to the onset of the symptoms but it had been getting gradually worse. The symptoms were noted at the lead/extension connection site. The patient was seen in the clinic and was in "good" status. It was also reported while stimulation was turned on the patient experienced a lack of therapeutic effect. Troubleshooting was being considered. Additional information has been requested, but was not available on the date of this report.